Event description:
Md passed the (bsc) wire easily down the left anterior descending (lad) vessel and parked it in the distal portion of that vessel. Over this wire he passed the nir elite stent again easily. The balloon markers were placed within the lesion site and the stent deployed. There was no drag felt on the "system" up to this point. With balloon deflation the balloon was withdrawn into the guiding catheter and post deployment injections were to be taken. With the first burst of contrast, the balloon shot back into the radiographic field of view which was unexpected. On attempting to withdraw the balloon, resistance was felt, movement did finally occur, but the balloon markers were still visible on x-ray. Md withdrew the balloon catheter out of the body to discover that the catheter was short, the balloon was missing. A microvena 4.0mm snare was then deployed over the existing guidewire and retrived out of the body. The luge wire, including j tip, the balloon on the remaining catheter, including the nose cone and the snare device were all removed from the pt's body intact at this point. Subsequent contrast injections revealed a fully deployed nir stent with intact luminal walls, no dissection, timi 3 flow distal of the lesion site. The pt was transferred to the cath recovery unit without chest discomfort, isoelectric st segment, baseline heart rate and blood pressure. Pt discharge the following afternoon without untoward effects of the catheter fracture.